Event description:
The customer notified siemens on (B)(6) 2014 that after the first topogram, during the examination of a pt in a critically unstable health condition, a message appeared that read "invalid parameters". The customer performed a second topogram and while changing dose parameters to continue the examination, the pt died. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported event on (B)(6) 2014. The investigation of the log files regarding the reported event shows that there was twelve (12) minutes of activities between pt registration and driving the system in park position. The log files do not show any system failure or malfunction at any time during the attempted exam. It does show a situation where the operator entered scan parameters and the system did request a change of these parameters. The initially set parameters did not allow for proper scanning. Siemens has concluded that the CT system did not cause nor did it contribute to the adverse event reported.